Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back syndrome - other. It was reported that the patient felt like the ins was moving. The patient said when they sit up, it starts vibrating. The patient said the ins battery was draining too fast and every week when they looked at the battery it was already dead. The patient stated that sometimes they have to turn the stimulation off. The patient was asked if they had changed programs or settings and they said no, they only upped it one number. The patient also reported that they were in a lot more pain and it was ongoing. The patient did not have a managing healthcare professional so physician listings were sent to the patient. No further complications were reported/anticipated.